Manufacturer narrative:
Additional narrative:  (B)(4). Investigation summary the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under (B)(4) ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant product code was sold internationally. It was sold in the us under a different product code.  The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
(B)(6) asr document received. Initiated translation process. Update 05 apr 2018: asr english translated litigation record received. Litigation alleges defective implants, worsening pain, difficulty walking, getting tired easily, pain on weight bearing on affected limb, development of left coxalgia, paresthesia and psychological effects. Doi: (B)(6) 2007 ; dor: not reported (right hip) asr. This complaint was updated on apr 9, 2018.